Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 119 mg/dl (patient´s meter) and 72 mg/dl (lab result). On a different occasion, the customer tested with the same test strips 119 mg/dl (system 1) and 72 mg/dl (system 2).